Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting faster than expected and that an occlusion alarm occurred. Customer's blood glucose level was 148 mg/dl. Customer declined to further troubleshoot with tandem technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.